Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and mitral annular calcification (mac) for a mitraclip procedure. The first clip, an xtw, had a single leaflet device attachment (slda) upon release. The anterior leaflet was attached and the posterior leaflet was detached. An additional clip was implanted to stabilize the first clip. The mr was reduced to grade 1. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.